Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation surgery for supracondylar fracture of the humerus. During the surgery, the hospital confirmed that the torque limiting attachment was hard to be connected to the screwdriver shaft. The hospital managed to connect the torque limiting attachment to the screwdriver shaft, but it came off quickly. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that no defects were identified with the scrdriver shaft 3.5 t15 self-hold f/ao/a. The dimensional inspection was performed for the scrdriver shaft 3.5 t15 self-hold f/ao/a as it's not pertaining to complaint condition. The functional test was performed to insert the screwdriver shaft in the torque limiter and the limiter was appropriately able to lock the shaft without toggling/movements and release it while pressing the head. The torque limiter interact appropriately with the screwdriver shaft without any issue. Thus the alleged complaint condition of unable to assemble cannot be confirmed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the scrdriver shaft 3.5 t15 self-hold f/ao/a. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 314.116, synthes lot number: 6760107, supplier lot number: n/a, release to warehouse date: 06dec2011, expiration date: n/a, manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.